Event description:
It was reported that the patient was a wiggly patient and when he went to stand up, the narrow tubing snapped apart. The physician came to the bedside and replaced the drain. The actual catheter did not have to be changed out. Additional information was requested and on (B)(6) 2016, the following was provided by the customer: in (B)(6) 2015, the patient had the lumbar catheter placed due to a cerebrospinal fluid leak post surgical transsphenoidal hypophysectomy of pituitary adenoma. The drain was probably in place for 3 days. Lot number of the lumbar drain was unknown. The catheter/drain was secured to the patient by tape from the lumbar puncture site covering the white part of the tubing (usually inside of the patient) and up to the first connection point of the tubing to a luerlock connection. The point/location on the catheter-drain connection where the device snapped apart was on the thin tubing after one of the luerlock connections from the lumbar puncture tubing to the drain/measurement tubing. There was no effects to patient or delay in dc/removal of drain reported. However, there was some minimal amount of csf leakage and the drain system was replaced relatively quickly. The catheter was clamped and the end cleaned with chlorhexidine gluconate (chg) wipe and covered with a mepilex to absorb any drainage and "close" the system.

Manufacturer narrative:
Integra has completed their internal investigation on 31mar2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: only a part of the involved device was received: the eds burette and 34 cm of patient line tubing, cut before the stopcock. Examination of the tubing showed the cut was not sharp, not perpendicular (similar to a cut with a scalpel) and 2 cm of tubing are missing: its aspect excludes a manufacturing defect (no unglued tubing, no torn tubing). The lumbar catheter and the eds part allowing connection to the lumbar catheter were not received. No device history records review could be performed as the lot number was not provided. The integra complaint database for the device was reviewed for the last 3 years. The review indicated the rate of complaint reports for disconnections is 0.03%. No similar eds cut tubing was observed previously. The received device presents a cut tubing, therefore the complaint of ¿snapped tubing¿ is verified. The device investigation did not allow to determine the root cause of the disconnection or snapped tubing, but excluded a manufacturing defect.